Event description:
It was reported that the patient developed endocarditis and that the left ventricular epicardial lead and entire bi-ventricular defibrillation system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4968-60 epicardial pacing lead 2009-(B)(6); (B)(4) implantable pacing lead 2002-(B)(6); 6944-65 implantable tachy lead 2002-(B)(6); d224trk bi-ventricular defibrillator 2009-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.